Event description:
Pt was sitting in the geriatric chair and was banging the tray table back and forth against the arms of the chair. Staff noticed blood and that 1/2 inch of the tip of her right "pinkie" was missing. The tip of the finger was found under the geriatric chair. Due to the pt's agitation and psychiatric problems, she was not able to relate what happened. Evaluation of the geriatric chair by the safety officer revealed the pt problably caught her finger between the tray and the armrest. The tray was still in its track, but was pulled to the left. A lock bracket was in place on the chair but none of the holes had a sharp edge.